Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material was observed on the guide wire. Visual analysis revealed two minor kinks near the proximal end of the guide wire. The distal j-bend was intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire measured 65mm and 92mm from the proximal end. The guide wire total length measured 603mm, which is within the specification of 596mm-604 mm per guide wire product drawing. The guide wire outer diameter measured .805mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle rotating motion." The guide wire was able to pass through the returned ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained two minor kinks toward the proximal end. The returned guide wire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.